Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was blank when attempting to bolus. The customer would replace the battery and then receive the battery out limit alarm. The customer's blood glucose was 145 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that a battery cap would be sent. The customer was advised to call back if the issue recurred. The customer did not return the product for analysis.